Manufacturer narrative:
Concomitant medical products continued: 5076-45 lead, implanted (B)(6) 2009. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Svc defibrillation lead impedance was greater than 200 ohms on (B)(6) 2016. Rv defibrillation lead impedance was greater than 200 ohms on (B)(6) 2016.

Event description:
It was reported that a few days post device change out, alerts were triggered for high impedance on all vectors that included the right ventricular (rv) coil. A lead revision was performed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.